Event description:
This case was reported by a consumer and described the occurrence of almost choked in a (B)(6) patient, who received gsk toothbrush (aquafresh toothbrush) over a period of 1 day for oral hygiene. A physician or other health care professional has not verified this report. On (B)(6) 2012 the patient started gsk toothbrush (dental) (single dose). Some day later, on (B)(6) 2012, before proper brushing action, the toothbrush head snapped in half, causing major bleeding and trauma to the gums. The bristles became unattached, which almost made the patient choke, if her sibling had not heard her scream in pain. The patient picked the bristles out of her teeth and made an emergency dental appointment. This case was assessed as medically serious by gsk. The patient was treated with a medicated toothpaste on the affected area. The patient still experienced gum trauma and gum sensitivity at the time of reporting. She was also unable to eat or drink for several days. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Aquafresh toothbrush is manufactured in (B)(6), and neither the lot number, nor the product was available. (B)(4).